Manufacturer narrative:
(B)(4).

Event description:
A physician believed a patient's generator was depleting faster than expected. The patient underwent generator replacement surgery, where the device was observed to have reached near end of service less than 2 years after implant. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming data was reviewed for the patient's generator. The 25% battery remaining indicator was observed less than 1.5 years after implant of the device; however, only 36% of the battery had been consumed to date. The 25% indicator was observed at three subsequent visits. The intensified follow-up indicator was observed upon interrogation 1.5 years after implant and again at a subsequent visit one month later; however, only 44% of the battery capacity had been consumed by the second of the two visits. The data confirmed that the near end of service indicator was observed at explant; however, only 48.5% of the battery capacity had been consumed. These discrepancies indicated the generator battery was depleting faster than expected. Impedance was within the normal limits throughout the available device history. Despite high programmed settings, the observed battery depletion exceeded the expected levels. The explanted generator was received by the manufacturer for analysis. When received, the data was downloaded from the generator and reviewed. The data revealed that 48.6% of the battery had been consumed. Impedance was within normal limits. No visual anomalies were identified with the generator exterior. The generator was interrogated and system diagnostics were performed and returned results within the normal limits. The generator was opened. Contaminants were identified on the internal circuitry. With the generator case removed, the battery measured 2.39 v, confirming the near end of service condition. The circuit board underwent electrical testing and failed several tests. The contaminants were removed from the circuitry, and the circuitry was tested again and found to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.